Event description:
It was reported that the patient experienced intolerable discomfort on the right side. The physician elected to move the system to the left side but when the right ventricular lead was removed, the insulation was noted to be compromised. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.